Event description:
On march 2, 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra2 meter is giving inaccurate high reading of "250 mg/dl" compared to "150 mg/dl" obtained on another meter. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The product issue began 2 months ago. Based on the reported meter reading, the patient managed her diabetes as usual. Thirty minutes after testing on the lfs meter, the patient reportedly had symptoms described as "dizziness, clammy, ill, and sweating." The patient denied receiving any treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date, the testing process was correct, and the results were taken from approve test site. The patient did not have any control solution to perform a quality test. This complaint is being reported because the reporter claimed that the patient developed symptoms that can be suggestive of hypoglycemia 30 minutes after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.